Manufacturer narrative:
Product evolution: two lenses were returned in a lens case. The lenses are the same model and diopter and the lenses cannot be differentiated. The sample evaluation will be placed in both files. Both returned lenses are cut in half as indicated by the reported. The haptics are broken on two if the returned halves. Both lenses have similar scratches and cracked areas. The scratches are small and near the edge. Both scratches are similar to scratches caused by an instrument used to grasp the lens. The scratches are not along the cartridge travel path. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated product were indicated. It is unknow which lens is for this file. Both lenses have similar scratches that are near the edge. Both scratches are similar to scratches caused by an instrument used to grasp the lens. The scratches are not along the cartridge travel path. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint samples would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A questionnaire was received indicating that during phaco the lens was being loaded by the tech. It was reported everything looked fine, but once the lens was inserted into the patient's eye, the doctor noted a scratch. The iol was cut out and replaced with another lens. After implanting the second lens, it was also noted to be scratched. A third iol was loaded by a different technician and was implanted to complete the procedure. In the surgeon's opinion, the event was caused by the tech during loading, or the injector. There was no patient harm as a result of the event.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched once inserted into the patient's eye. The procedure was completed the same day and the sample is available. Additional information has been requested.